Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: a review of the device history indicated multiple replace battery alarm with code 128; however, no evidence of excessive battery usage was recorded. The battery compartment was intact with no damage or evidence of moisture ingress. The battery cap fully secured to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and there was evidence of moisture corrosion was found to the pcb near the keypad connector. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).